Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The report did not provide any other information and indicated no patient involvement. No patient complications were reported.